Manufacturer narrative:
The reported issue was evaluated by medtronic personnel. Through analysis of similar occurrences, the reported issue was found to be resolved by replacement of the winch assembly. The suspect winch assembly was discarded by the site and will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
Patient information was unavailable from the site. A site representative declined to provide patient information. No findings possible, as no parts have been replaced or received back to the manufacturer for evaluation. A medtronic representative has not traveled to the site for additional troubleshooting.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system gantry door could not be opened. It was reported that the rotor was able to be moved properly, so the system was moved laterally to continue the procedure. There was a reported delay to the procedure of 30 minutes because of this issue. The case was completed successfully with the system and the patient was not impacted. No additional details were provided.